Event description:
Patient reportedly presented with pain, limited use of foot, and difficulty walking. Surgeon, in 6/06 reported that either radiographic or MRI data showed toe implant device fractured. Patient initially had bilateral devices implanted. Pain is in right foot.